Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to a cystic at the old pocket site. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.